Event description:
It was reported that post operatively, the bur was observed to be broken. No further information was available.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that post operatively, the bur was observed to be broken. No further information was available.